Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 278511-03.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information.

Manufacturer narrative:
The affected loads were released since the biological indicator and cycle passed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis and functional analysis, concomitant product evaluation and system risk analysis (sra). The DHR was reviewed for this lot and test specifications for product release were met. No issues were observed in the release record that would contribute to the complaint. Trending analysis by lot number was reviewed from 10/30/2015 to 04/27/2016 and trending was not exceeded. One opened pack of ci strips was received: one hundred and thirteen strips remained in the pack, all appear unused with red ci ink stripes. There was no indication that any of the strips were the complaint ci strips. Thirty (30) of the unused chemical indicator (ci) strips were tested. All thirty 30/30 ci strips met the correct color change specifications. An issue with the concomitant sterrad 100nx is unlikely since the cycle completed, the related biological indicator (bi) was negative for growth and the related chemical indicator pouches changed color correctly. In addition, there were no other related unit issues for the past six months. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The assignable cause of the issue could not be determined. The unused returned product met specifications for functionality testing, DHR review found no manufacturing related anomalies that would contribute to the complaint issue, and trending was not exceeded. In addition, the customer did not return the used chemical indicator strips and was unresponsive to attempts at follow-up. Should additional information become available, the complaint will be re-opened and re-evaluated. The issue will continue to be tracked and trended.